Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established for foreign material in the plastic distal end cover. For the foreign material in the air/water cylinder, air/water tube cause is traced to known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the air/water cylinder, air/water tube and plastic distal end cover. There was no patient involvement.